Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.

Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2013 and straps were used. After firing the device for the third time, the surgeon noted that a vessel was nicked which caused bleeding. The bleeding was managed by tamponade with grasper.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.